Manufacturer narrative:
(B)(4) the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Physician reported patient developed significant distal esophageal stricturing from a single balloon rfa treatment covering the distal 5 cm of the esophagus. Four (4) total treatments were delivered at 10.5j each. Egd with dilation performed. Patient in stable condition after procedure was performed. The rn reports that the patient has received 2 additional dilations. One on (B)(6) and the second on (B)(6) 28. Going forward the recommendation is to repeat upper endoscopy as needed to treat additional symptoms. The patient is not scheduled at this time for another follow-up treatment.